Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a burst pacing, may have contributed to an unintentional induction of, or acceleration of an atrial fibrillation arrhythmia.

Event description:
It was reported that an atrial fibrillation rate was induced during a 50 hertz burst pacing. Technical services was contacted for a data review and guidance/educational instruction so as to communicate with the physician. Ts stated that in this case it could be a system placement issue. No resulting adverse effects were reported and to date, no intervention reported.